Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The reported patient effect of tissue damage and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to filing of initial medwatch report, user facility medwatch report # (B)(4) was received stating: "at the end of a heart catheterization, the provider using the closure device noted that the device had become stuck in the vessel. Another provider attempted to remove the device and when pulling on the device, the catheter snapped. The patient was brought immediately for an explore of the femoral artery and to remove the closure device catheter (approximately ten inches in length). The patient did well post-op and was discharged home the next day. At this point, it is unclear as to what degree it is (device related verses operator error). Abbott vascular hospital rep was present and is aware. What was the original intended procedure? Right heart catheterization with stent". The abbott vascular representative was subsequently contacted and verified that the procedure was a left heart catheterization.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use- precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after an interventional left heart catheterization. Reportedly, the proglide plunger could not be removed. The proglide device was difficult to remove. The physician pulled hard and the device broke leaving the guide in the patient anatomy. Vessel damage occurred. Surgery was performed under general anesthesia to remove the proglide device guide, repair the artery and achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical removal of the proglide guide. Hospitalization was extended due to the issue with the proglide device. It is reportedly unknown if the physician is trained in the use of the proglide device. No additional information was provided.